Event description:
It was reported that the health care professional (hcp) had difficulty interrogating this pacemaker. Technical services (ts) was consulted noting the device was compatible with consult and the correct wand was being use. Troubleshooting was performed, this device was able to be interrogated and it was noted that the battery was depleted. Ts discussed that due to the battery being depleted consult was not able to interrogate it. Ts recommended a device replacement. The hcp will consult cardiology. This device remains service. No adverse patient effects were reported. Additional information was received, this device was explanted due to normal battery depletion. This device was successfully replaced. No adverse patient effects were reported. This product was subsequently returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of compromised capacitors. This resulted in the observed premature battery depletion. It was determined that the capacitors were compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of devices in the accolade pacemaker family that have a potential of exhibiting this behavior. This particular device is included in the hydrogen induced premature depletion advisory population.